Manufacturer narrative:
The creatinine module was returned for further investigation. The part was installed and tested on a dxc 800 pro synchron system and the failure was not duplicated. Reported failure was not confirmed. Beckman coulter has concluded no further actions are required at this time. There was no report of serious injury to the customer in association with this event.

Manufacturer narrative:
Field service engineer (fse) was sent to the customer site. Fse replaced the creatinine module to resolve the issue.

Event description:
The customer stated the unicel dxc 800 pro synchron system generated erroneously high creatinine (crem) results for forty-three (43) patient samples. Results were reported out of the laboratory and a physician indicated that there was a change in treatment for one patient. No details regarding the change in treatment were provided to the laboratory. The customer stated that quality control (qc) recovered within specifications prior to the incident. Precision runs performed after the incident were not acceptable.